Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, loss of capture was noted on the left ventricular (lv) lead due to dislodgement. The device was reprogrammed to deactivate the lv lead, and the patient will continue to be monitored. The patient was stable with no consequences.